Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 36-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen (midol), ibuprofen (motrin) and paracetamol (tylenol ER). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss: weight fluctuation"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomyleft oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, vaginal discharge, weight fluctuation and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: plaintiff fact sheet received. Weight gain was added. Historical & concomitant drug, conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 36-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss: weight fluctuation"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received. Following events were added: ablation, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal): bladder, infection (bladder/urinary tract/vaginal): urinary tract, infection (bladder/urinary tract/vaginal): vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, mental anguish, bladder or urinary problems or changes: bladder problems, urinary tract disorder, dysmenorrhea (cramping), vaginal discharge and weight fluctuation were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 36-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss: weight fluctuation"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomyleft oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen (midol), ibuprofen (motrin) and paracetamol (tylenol ER). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss: weight fluctuation"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal): bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomyleft oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved and the menstrual disorder, cystitis, vaginal infection, female sexual dysfunction, depression, anxiety, vaginal discharge, weight fluctuation and weight increased outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received-event outcome of pain, bleeding, bladder/urinary problem were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.